Event description:
Philips received a complaint on the intellivue mx750 patient monitor, indicating that there was a speaker malfunction error message displayed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer spoke with the customer and confirmed the was no sound coming from the speaker. Based on the information available, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The engineer provided the part ID for a replacement loudspeaker. It has been concluded that no further action is required at this time.